Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called for assistance after changing the reservoir. Found that the customer may have primed the insulin pump while she was connected to the infusion set. The customer's blood glucose levels were dropping quickly, and the paramedics were called to her home for assistance as she was not feeling well. The paramedics arrived, and confirmed that there was only 0.5 ml of insulin left in the reservoir. The paramedics checked her blood glucose and it was 155 mg/dl, up from 138 mg/dl. The customer's daughter got home, and stated that she had pre-filled the reservoir for her because of her dexterity issues. Advised the daughter that her mother primed while she was connected. Advised her of the proper technique, and she understood. The daughter stated that this was her first time changing the infusion ser on her own. Nothing further was reported.